Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Review of the device image indicated the fuel gauge current was normal. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow-up in clinic, the remaining device longevity was below what was expected. Premature battery depletion is alleged. The device was explanted and replaced and the patient was stable with no consequences.